Event description:
It was reported that the customer experienced a blood glucose (bg) level of 80 mg/dl. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Customer tried to self treat by consuming carbohydrates but later while at the doctors customer reacted to their bg level by falling and required assistance from there doctor by helping her back on her feet as well as giving her glucose tablets, peanut butter crackers and tested bg before she left. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.